Event description:
It was reported that during a stereotactic breast biopsy, the first marker was difficult to insert into the cannula of the probe. When attempting to deploy the marker, the tip of the marker broke off. The broken piece was retrieved. The doctor tried a second marker and encountered the same issue of the marker being difficult to insert into the cannula of the probe. Deployed a third marker successfully and completed the case with no consequence to the pt.

Manufacturer narrative:
Results: (clear tip sheared at distal tip); conclusion. Eval summary: device (a) was returned in good physical condition. The applier had the slider in the fired position, which denotes that the marker clip was already deployed. The applier was re-cocked and re-fired properly. Device (b) was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. We have documented the circumstances as they were reported to us. In addition, complaint info trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.